Event description:
It was reported by the rep that when the device was used during an unknown procedure, it would not fire. Another device was used to complete the case. There was no consequence to the pt.